Event description:
It was reported that the patient stopped utilizing and recharging their scs system due to ineffective stimulation. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Reportedly, therapy was restored post-operatively.